Event description:
It was reported that during clinical placement and flushing, a split in the catheter was found to be leaking and was removed. Delay in surgery, no other impact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed a small amount of evidence of use on the returned sample. The catheter was flushed with water and a weeping leak was observed in the catheter tubing at the 40 cm depth marker. A microscopic observation revealed a small longitudinal split in the catheter at the leak site. The edges of the split were observed to be rough and rounded slightly inward with a granular surface texture. Additional damage and impressions similar to the pattern of the braided stiffening stylet were observed around the split on the inner wall of the catheter. The characteristics of the damage observed on and within the returned catheter suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful advancement/withdrawal of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during clinical placement and flushing, a split in the catheter was found to be leaking and was removed. Delay in surgery, no other impact. No other information was provided.